Manufacturer narrative:
Device evaluation summary: the delivery system and deployed graft were returned for evaluation. The distal end of the taper tip was partially deformed and flattened. No further deformation was observed to the delivery system and graft. Additional information received: it was confirmed the device vamf3366c150te was not implanted and was replaced with device vamf3636 cc100te. The device vamf3366c150te longer that expected due to the angulation of the anatomy. It was reported that use of a stiff wire contributed to a shortened anatomy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 65mm thoracic aneurysm. It was reported during the index procedure when the graft was inserted into the patient, the length of the stent was less than what the physician had predicted due to angulation. An additional valiant vamf3636c100te was implanted to extend the coverage. Per the physician the cause of the event was due to anatomy and prediction error. No additional clinical sequelae were reported and the patient is fine.